Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker stored five ventricular events that contained suspected myopotential oversensing and pacing inhibition, and one episode showed 65 seconds of asystole. Technical services (ts) recommended programming optimization to decrease automatic gain control (agc) or change to fixed sensitivity above the noise. It was noted that rv thresholds were a bit high, however rv impedances and thresholds were stable. Further evaluation in clinic was recommended. This pacemaker remains in service. No additional adverse patient effects were reported.